Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on unknown date. The customer's blood glucose was 600 mg/dl at the time of incident. Customer had positive results in ketone. Customer experienced nausea and chest pain. The customer just got out of the hospital and wanted to connect sensor. It was unknown whether the customer using auto mode feature at the time of incident. The insulin pump will not be returned for analysis.